Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the torso, which is off label usage of the device. The event occurred sometime last year, prior to november, the patient inserted a sensor on her torso without any issues during placement. After approximately four to five days of wear, she began experiencing pain and discomfort at the insertion site and decided to remove the sensor. Upon removal, she observed redness and pus draining from the site and also reported having a fever. She contacted her physician, who prescribed an oral antibiotic (penicillin; exact dose and duration unknown, estimated at about seven days). The patient cleaned and dressed the site daily and applied neomycin cream. The insertion site resolved after approximately one and a half weeks. No diagnostic testing was reported. The patient stated they previously reported this issue; however, no medical interventions were reported for cases between november and december. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined.